Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported by the patient that infusion set's tubing was leaking at the site near the quick release. Reportedly, the tubing came apart, right where it was connected to the cannula. Moreover, it was stated that the cannula and tubing were detached at the site. Further, there was no stress or pull on the tubing and the pump was not dropped with the set-in place. No further information available.